Manufacturer narrative:
(B)(4) catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model/lot # which is the us list number. The device involved in the event was not returned; therefore a return sample evaluation will not be performed. A follow up report will be submitted upon completion of the batch record review or if any additional relevant information is received.

Event description:
The patient in (B)(6) experienced a diffuse abdominal pain. The abdomen was soft and swollen. The patient had no flatus while bowel movements were normal. The treating physician advised patient to be assessed by a surgeon. The patient was admitted to the hospital on (B)(6) 2016 for gastroscopy and CT scan if needed. Patient was treated with unspecified analgesics without success. Patient experienced severe pain during mobilization of the peg tube. Duodopa treatment was discontinued because, according to the results of the CT scan, the catheter had been dislocated and the site where the drug was administered was not known. CT showed diffuse inflammation of the stomach wall and the abdominal wall. Patient underwent blood tests. The inr was elevated. The patient was administered plasma as treatment for elevated inr and unspecified antibiotics as treatment medication for diffuse inflammation. The tube was located above the stomach and hiatal hernia was diagnosed. Duodopa administration was terminated, because it is unknown where exactly the inner tube ends. The peg tube was removed on (B)(6) 2016. The patient was discharged on oral antibiotics, in good clinical condition and taking normal diet. The treating physician will consider the peg tube replacement in thirty days. The antibiotics were discontinued on (B)(6) 2016 and the patient's mobility has worsened since duodopa treatment discontinuation. She is eating normally; general condition was better and was recovering.

Manufacturer narrative:
(B)(4). Subsequent to the submission of the initial medwatch report, it was noted that date received by MFR was inadvertently omitted. Corrected data can be found in date received by MFR.

Manufacturer narrative:
Reference record: (B)(4). A batch record review was performed for the lot number provided, and no non-conformances or deviations were identified. No defect, deficiency, or malfunction of the abbvie peg tube was described. The batch record review did not identify any probable or root causes that would contribute to the patient¿s condition. The device involved in the event was discarded; therefore, a return sample evaluation was not performed. No corrective or preventive actions have been identified at this time. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.